Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has 2 leads (from the same lot) implanted as part of her scs system. It was reported the patient was experiencing ineffective stimulation. In turn, the patient underwent surgical intervention. During the procedure, it was discovered the patient's leads had migrated. The physician attempted to move the leads; however, he was unsuccessful due to the patient having a significant amount of scar tissue. As a result, the patient's leads were explanted.